Manufacturer narrative:
One 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly, arteriotomy locator and hemostasis sheath were returned. Visual inspection revealed that the arteriotomy locator was returned mated with the hemostasis sheath. Upon examination of the locator/sheath assembly, a bulge was observed at the blood inlet holes of the sheath. There were no anomalies noted with the transition of the sheath and locator. Then, the locator was removed from the sheath and it was found to be kinked at the blood inlet hole. The deployment sleeve of the carrier tube was in forward lock position and no anomalies were noted with the carrier tube device. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.091'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115''which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force applied during the insertion of the components into artery may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not deploy and was pinched at the tip. The procedure outcome was successful. The patient was stable. There was no patient injury or medical/surgical intervention required. Additional information was received on 19may2020. The procedure performed was a diagnostic procedure. The pinch in the device was discovered prior to insertion. The procedure was completed using a second angio seal with the same lot number.